Event description:
A report was received that the patient developed an infection at the ipg site. The patient's symptoms were redness, swelling, and drainage. The patient was prescribed antibiotics.

Manufacturer narrative:
Additional information was received that the patient was explanted and reportedly doing fine. The explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient developed an infection at the ipg site. The patient's symptoms were redness, swelling, and drainage. The patient was prescribed antibiotics.